Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying inaccurately high results compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the reporter on april 29, 2010 to classify this case. The reporter was unable to provide an exact date when the product issue began, but believed it started in late (B) (6) 2010. The reporter could not recall the exact readings the pt was obtaining from the alleged meter in february 2010. The reporter claimed that on (B) (6) 2010, the pt obtained blood glucose results of "247 mg/dl" with the subject meter and "158 mg/dl" on another meter, performed within 30 minutes of each other. On (B) (6) 2010, the reporter claimed that the pt obtained blood glucose results of "243 mg/dl" with the subject meter and "173 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The cca documented that the pt tests his blood glucose with the subject meter three times a day before his meals. The reporter informed the mss that the pt manages his diabetes with humulin n&r insulin (self-adjuster). The reporter stated that the pt took his insulin based on the subject meter readings, but could not provide any specifics on actual dosage that the pt administered. About two days prior to calling the lfs, the reporter claimed that the pt became confused, shaky, and collapsed on the floor. The reporter confirmed that the pt did not lose consciousness. The reporter stated that she immediately treated the pt with orange juice and candy until the pt stabilized 20 minutes later. This complaint is being reported because, the reporter claims that the pt obtained inaccurate high reading on the subject meter, administered his insulin based on the alleged blood glucose results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.